Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an intermittent occlusion alarm occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. The customer successfully resumed insulin deliveries. The customer¿s blood glucose level was 209 mg/dl.